Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, the hub/collar separated from the rest of the needle on an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 21-apr-2025 investigation summary bd received 48 samples( one activated and the rest unused) and 1 photo for investigation. The photo along with the activated sample were inspected and the indicated failure mode for hub/collar separation was observed. Additionally, twenty of the unused customer samples were randomly selected along with 20 retain samples. They were inspected for hub/collar separation and defective locking mechanism. All unused customer samples tested and retain samples tested passed the inspection as the safety shields were able to be activated properly with no signs of damage or device separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub/collar separation based on the photo and activated returned sample. Bd was not able to identify a root cause for the indicated failure mode. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, the hub/collar separated from the rest of the needle on an unspecified number of units. No adverse impact was reported regarding the patient or user.